Event description:
It was reported that the lead exhibited low sensing, high capture thresholds, and impedance of less than 200 ohms. The lead was replaced.

Manufacturer narrative:
No medwatch form was received. Final analysis found that too many revolutions had been applied while extending the helix, causing over torque of the distal coil. This resulted in the distal coil collapsing, which damaged the distal insulation and caused the lead coils to short circuit.